Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be the best estimate. Updated data : a2, b2, b3, b4, b5, b7, d3, d4 (product catalog no, UDI no, corporate lot no, expiry date), g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012- patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light mesh (device 1). Per op notes, ¿a large hernia sac in right inguinal region that was intimately adherent the spermatic cord. After adequate reduction of the indirect hernia, a large 3dmax light mesh was placed into the extraperitoneal space tacked with absorbatack¿. (B)(6) 2015- patient was diagnosed with recurrent right inguinal hernia, thereby underwent laparoscopic repair with implant of ventralight st mesh (device 2). Per op notes, ¿the previous mesh (device 1) was noted to be in right lateral aspect of indirect hernia opening. Hernia with incarcerated omentum was identified in right inguinal region, the omentum was reduced. A ventralight st mesh (device 2) was rolled and inserted to abdominal cavity, secured to the anterior abdominal wall.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax light on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax light. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.